Event description:
A distributor in south africa reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to f&p healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section g3: date corrected. Section h11: method: the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. No other defects were noted with the returned device. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in south africa reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. No other defects were noted with the returned device. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in south africa reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.